Manufacturer narrative:
This report is submitted on july 30, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery. It was also reported that the patient experienced intermittencies with device use. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The previous or initial MDR submitted on august 20, 2018 was filed inadvertently. No explantation or serious injury has occurred.